Manufacturer narrative:
H10: the product support engineer (pse) provided their analysis findings to the customer. The pse replaced the power cable once customer approval was received. The device was operational after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
E1: reporting address postal: (B)(6). Reporting institution phone #: (B)(6). Reporter phone #: (B)(6).

Event description:
Philips received a complaint from a manufacturer's product support engineer (pse), reporting the power cable on the v60 ventilator exceeded the allowed values of resistance during electrical testing. The device was not in clinical use. There was no report of harm.